Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll received email notification that a (B)(6) female patient received a treatment and later passed away. It was reported that paramedics cut the lifevest off in the ambulance on the way to the hospital. The patient was not wearing the lifevest at the time of the death. Review of the downloaded data indicates that the patient experienced a run of slow vt at 108bpm which is below the patient's prescribed programmed threshold. The rhythm degraded to asystole and the patient received an inappropriate shock prior to the lifevest being removed. Oversensing of small signal during asystole contributed to the false detection. There is no information to suggest that the lifevest caused or contributed to the patient's death.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The monitor and electrode belt were fully functional and able to detect and treat. Device manufacture date: monitor; electrode belt: 02/2011.